Event description:
It was reported that during surgery, the acm syringe broke at the connecting part with the cement gun during use. The surgeon removed the cement from the femoral canal and used another cement. It was also reported that the cement set quicker than usual.

Manufacturer narrative:
The device was not returned for eval. Batch records for the reported lot were reviewed and found to be satisfactory. The most probable cause for this event is that the cement had already started to enter its hardening stage at the time of injection. This can generate excessive stress in the cartridge to the point of breaking. In addition, the customer reported that the temperature in the operating room was slightly higher than what is recommended in the instructions for use and this could have affected the cement's setup time.